Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h08b28058 with no issues noted during the manufacturing process. Root cause has been determined as use error-poor aseptic technique. Current labeling provides ample instructions related to the prevention of the user error - poor aseptic technique. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4) - as the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation, a follow-up medwatch report will be submitted. This is the fourth of four reports associated with this event.

Event description:
A spontaneous report was received by baxter on (B)(6) 2011 of peritonitis in a home choice patient (hp) manifested by severe abdominal pain in 2009 as reported by the hp. On (B)(6) 2011, baxter contacted the peritoneal dialysis nurse (pdrn) who stated that on (B)(6) 2009 the hp was hospitalized for her symptoms. A peritoneal effluent culture was obtained. Treatment included intraperitoneal (ip) vancomycin 1gm twice a week for 2 weeks. The hp's transfer set was also changed per center protocol, as done with each diagnosis of peritonitis. The hp had completely recovered. The pdrn stated causality was the hp and touch contamination. The dialysis products and solutions were not suspect.